Event description:
It was reported that the patient enrolled in a (B)(4) study underwent left total hip arthroplasty on (B)(6) 2004. A subsequent revision was performed on (B)(6) 2008 due to lysis, effusion, and pain. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01387 & 02723).